Manufacturer narrative:
Three devices were returned for investigation and were received by vascular solutions on 13oct2021. The devices were decontaminated then visually inspected. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, a 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath (associated to MDR 3010252479-2021-00121 manta). A second 18f ce manta was opened, and again the physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the clinician could not get the manta device into the sheath fully. It was sticking and the device would not click into the sheath. This happened with the next 3 devices that were opened. All of the faulty devices came from the same box. Associated to: MDR 3010252479-2021-00121 manta, MDR 3010252479-2021-00123 manta, MDR 3010252479-2021-00124 manta.